Manufacturer narrative:
The manufacturer's email is (B)(4). Complaint conclusion: as reported by the sales rep, about 9-10 days after a mynxgrip vascular closure device (vcd), the physician was notified that the patient had a pseudoaneurysm. The patient did not return to the facility for treatment. It is unknown who treated the patient, the treatment strategy, or the final outcome. The patient originally had a great close with the device. There were no indications of anything wrong, no hematoma. There was no difficulty reported during use or deployment of the device. The target femoral site was not previously closed with any closure prior to this procedure, and there was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There was a sheath exchange from 4f to 5f sheath, and a procedural sheath greater than 7f sheath was not used. Multiple stick attempts were not made before intravascular access was achieved. The device was not available to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. A femoral artery pseudoaneurysm is a type of "bubble" on the femoral artery due to a penetrating injury to the artery. It can be due to a tear on the inside layer of the vessel resulting in blood filling in between the layers of the blood vessel wall, or it can be a due to a dissolved hematoma outside of the artery. A pseudoaneurysm, like any aneurysm, can rupture and cause bleeding or loss of limb. A pseudoaneurysm can develop on the femoral artery due to any penetrating injury of the artery, including the insertion of a sheath or mynx sealant. The most common penetrating "injury" of the femoral artery occurs during percutaneous procedures performed via the femoral artery. Based on the limited information provided of the event, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, as the femoral artery is subject to extrinsic dynamic forces including compression, torsion, and expansion, it is possible that the unknown sheath or the mynx sealant may have caused the injury to the arterial wall that lead to the pseudoaneurysm formation. A pseudoaneurysm occurring during or after mynx sealant deployment is a well-known complication and is listed in the IFU as such. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
As reported by the sales rep, about 9-10 days after a mynxgrip vascular closure device (vcd), the physician was notified that the patient had a pseudoaneurysm. The patient did not return to the facility for treatment. It is unknown who treated the patient, the treatment strategy, or the final outcome. The patient originally had a great close with the device. There were no indications of anything wrong, no hematoma. There was no difficulty reported during use or deployment of the device. The target femoral site was not previously closed with any closure prior to this procedure, and there was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There was a sheath exchange from 4f to 5f sheath, and a procedural sheath greater than 7f sheath was not used. Multiple stick attempts were not made before intravascular access was achieved.